Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged that the insulin pump was under delivering insulin. Customer stated that they had high blood glucose and treated with manual injection. Customer stated that self test was performed and it was passed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.